Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and it was not working as of (B)(6) 2016. The patient was told at the hospital that there was someone 24/7 to help with their issues. The patient couldn't get their programmer to work with their device. The patient's stimulator was acting weird and they were calling for help and support with their new device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.